Manufacturer narrative:
Due to character limit: e1(telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after performing a field action, the cardiosave intra aortic balloon pump (iabp) had a drive manifold test failure. There was no patient involved.